Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays confirmed that the patient had twiddled the lead through the skin until it broke. The patient's ncp system was replaced 8 days later.